Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. A review of the device data logs confirmed the error messages (sf179 and sf218). The evaluation determined that the reported failure was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4). The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error.

Event description:
It was reported to resmed (B)(4) that an astral device displayed error messages (sf179 and sf218) indicating a fault with the device. There was no patient injury reported as a result of this incident.